Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had difficulties to interrogate. Technical services (ts) was consulted, determined this pacemaker is supported by the consult device and suspected the device had reached elective replacement indicator (eri) battery stats. The patient has not heard beeping form the device and ts explained that eri status can make interrogation difficult and referred the patient to the local field representative for further assistance. No adverse patient effects were reported. This pacemaker remains in service.